Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 the customer received blood glucose results of 200-300 mg/dl. The customer attempted to self treat with a correction bolus without success. On the morning of (B)(6) 2020 the customer received a blood glucose result above 500 mg/dl and experienced nausea and stomach cramps. The customer then changed the cartridge and infusion set and called an ambulance. The ambulance transported the customer to the hospital. Upon arrival at the hospital the patient received a blood glucose result of 600 mg/dl. The customer was admitted into the intensive care unit and was treated with an insulin IV on the first day, and was put back on the insulin pump the 2nd day. The customer was scheduled to be discharged on (B)(6) 2020.